Event description:
Patient reported right side feels her implants were implanted too high causing complications. Patient later reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, crease fold, deformation, and white particles on the shell. After autoclave cycle were observed, voids. Based on the device analysis the final assessment is: no openings were observed on the device.

Event description:
Patient reported, right side feels her implants were implanted too high causing complications. Patient later reported, right side rupture. Device has been explanted.